Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that during an acl procedure the customer's 23 mm modular drive was bent causing their 8 x 23 mm milagro advance interference screw to crack. The screw was removed with no further issues. The procedure was completed with other devices using the same bone hole with no patient harm but there was a two minute surgical delay to the case to grab a new driver and screw. The sales rep was not present for the case therefore could not provide any further information. The devices will be returning for evaluation.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: investigation summary ==> according to the information provided, it was reported that during acl procedure the customer's 23mm modular drive was bent causing their 8 x 23mm milagro advance interference screw to crack. The screw was removed with no further issues. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation.   Since the complaint device was discarded, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device [lot:2l06389] number, and no non-conformances were identified.   At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot ==> a manufacturing record evaluation was performed for the finished device [lot:2l06389] number, and no non-conformances were identified.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not res ectloyeos thst the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D10: the device available for evaluation? Field was reported as yes on the initial report. However, subsequent follow-up with the customer, it was reported that the screw was discarded. Therefore, this field has been updated as no. H6: method codes: this field has been updated accordingly to reflect that the device has been discarded.